Manufacturer narrative:
Customer care center determined the root cause of the discordant depressed flagged below assay range malb and cre2 result was operator error and not an instrument issue. Quality control was within laboratory range on the date of testing. No further investigation is required.

Event description:
A discordant depressed microalbumin (malb) and creatinine urine (cre2) result was obtained on a patient sample on the dimension exl system. A flagged below assay range result was reported to the physician and not questioned. The same sample was repeated on the same instrument and an elevated urine result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant depressed malb and cre2 result.